Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During evaluation, the pentax technician could not duplicate the sparks during testing and the lamp ignited on every attempt. The lamp cartridge was disassembled and no excessive heat sink compound or other evidence of incorrect installation of the lamp in the cartridge was found. The pentax technician visualized both cosmetic damages to the paint due to cleaning fluid and a small burn mark on the outside of the lamp caused by arching, and confirmed the lamp had 245 hours of use. Since the lamp assembly and cartridge required further evaluation/investigation, it was removed, and sent to the manufacturer. Upon evaluation/investigation, the pentax engineer found the heat sink was slightly twisted. This refers to the view of the heat sink from top and it is visible when comparing the top to the bottom. However, it was not found conclusive whether this was the cause of the sparks or this occurred during previous removal of the lamp cartridge assembly. Based on the information received from the complainant and the investigation completed by pentax medical on 10/24/2016, it is reasonable to conclude the root cause as unknown. Even though the investigation could not confirm what the user was experiencing, a decision was made by pentax to replace critical components associated with the lamp assembly and the lamp. The unit was repaired in which the lamp power supply, igniter with harness and lamp were replaced. In addition, the unit was cleaned and calibrated and returned to the customer on 12/07/2015. No further reports have been received from this customer regarding this device. No further information has been received for this event, therefore, pentax medical considers this medwatch report closed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the manufacturer which included results from an experiment conducted by pentax engineering in an attempt to replicate the customer's concern. The results stated the "engineer intentionally put the metal wire on the boarder between the anode and cathode. One side of the staple contacted completely on the cathode and took an approx. 2mm distance from the anode terminal. And then turned on the power on the lamp with the metal wire and then engineer could reproduce the strong sparks, and they observed the lamp, and then found the burn mark on the lamp. After sparked, the engineer removed the metal wire, and then turned on the power, the lamp normally lit normally. From the engineering experiment, they could reproduce the spark and then found same type of burn mark on the terminals of the lamp." Pentax engineering concluded that the spark would possibly be generated by the intervention of the conductive materials between the cathode and anode of the lamp.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
On (B)(6) 2015 pentax medical received a customer report stating video processor model epk-i5010/ serial (B)(4) was involved in a malfunction event. Specifically, the complainant reported "all saw sparks coming from the side of the processor". In a follow-up correspondence received from complainant on 08/25/2015, it was explained that no serious injury to patient or user occurred as the sparks happened "between procedures--before attaching a new scope." Once sparks were noted, the video processor "was turned off for about 5 minutes" and "no sparks were seen after turning it back on." Therefore, it was used for procedures after incident until a loaner was received. It was also noted that all pre-procedural inspection was performed prior to the procedure(s) according to owner's manual. Lastly, the video processor was received on 08/25/2015 and is currently undergoing inspectional analysis.